Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a high rate of no disposable alarms. No patient consequences were reported. No adverse effects were reported.